Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging the device smells hot like burnt wires, turns on and off, and will not keep running. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, pil observed the q8 was blown, leaving burn marks on the pca (printed circuit assembly) and on the interior of the top enclosure. A dust-like contamination was observed around the air inlet and in the bottom enclosure. Pil observed an unknown contamination on the bottom enclosure and on the front panel. A hair-like contaminant was observed in the bottom enclosure. Evidence of liquid ingress was observed on the blower. Pil was unable to directly address the symptoms. Pil can confirm the complaint of turning on and off and will not keep running. Pil cannot confirm the smell of burnt wires.